Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and displayed the messages, "prolonged time in standby" and "standby for 84 min". No alarms occurred. The pt was removed from the unit because the pt was recovering. No pt injury was reported.

Manufacturer narrative:
The iabp can enter into standby mode in three instances: the user places the unit into the standby mode; the user initiates the autofill and fails to press 'start' to resume pumping when the autofill is complete; certain alarm such as high drive pressure or communication failure. Based on the eval of the event and the fault logs, the company subject matter expert concluded that there is no indication in the logs to suggest that an error condition or alarm occurred, which would cause the iabp to enter standby mode. Furthermore, the standby advisory alarm tone is a setting in user preferences. The alarm tone can be set to the 'off' position, resulting in the reported event of 'no alarms occurred'. In conclusion, the reported event could not be confirmed. (B)(4).